Event description:
The rn was contacted directly by the customer. It was reported by the customer, the device would not fire. This occurred on the first firing and another device was opened to complete procedure. There was no consequence to the pt.